Event description:
Caller reported a malfunction on the pump, but no prior notable events occurred. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump as it was within warranty and confirmed shipping details with the customer. They guided the customer on necessary steps, including placing the old pump into storage mode and returning it within ten days to avoid charges. The customer was informed that their new pump would come with updated software, and the need to program settings and connect their cgm was acknowledged. The replacement pump was sent to the customer. Customer reverted to an alternative method of insulin therapy.